Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing impedance measurements of 1,600 ohms. The lead was recently implanted and impedance measurements at implant were 668 ohms. Isometrics were performed and all measurements were normal. It was indicated that this issue will likely continue to be monitored at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.